Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side uncomfortable, swollen and rupture. The device remains implanted.

Event description:
Patient reported right side uncomfortable, swollen and rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell, missing shell (25-50%), red particles in the gel, yellow and red particles in the shell. A visual and microscopic analysis was performed which identified: sharp broken, striated broken and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp pattern on posterior of opening device assessed as a surgical impact opening, for the stress mark in the shell. A striated pattern of broken assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.